Event description:
It was reported by repair work order that the headend lift was stuck in an elevated position due to a damaged cpu board and a stripped lift motor coupler. It was also reported that the ground path was compromised on the auxiliary power cord due to the ground pin being bent. It was also reported that the nurse call would not function due to a damaged nurse call cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the headend lift was stuck in an elevated position due to a damaged cpu board and a stripped lift motor coupler. It was also reported that the ground path was compromised on the auxiliary power cord due to the ground pin being bent. It was also reported that the nurse call would not function due to a damaged nurse call cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2013-08548.